Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis characterized by abdominal pain, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to a breach in aseptic technique. The patient failed to wear a mask during initiation and during the completion of treatment. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis, characterized by abdominal pain. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient home dialysis with abdominal pain. A peritoneal effluent fluid culture was obtained and was positive for staphylococcus aureus, and a cell count revealed an elevated white blood cell (wbc) count of 4000 u/l. The patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), and is recovering from the events. Per the pdrn, the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius product or device. The cause of the peritonitis and abdominal pain was attributed to a breach in aseptic technique, when the patient failed to wear a mask during initiation and take off. The patient continues to undergo ccpd therapy (as provided by a caregiver) utilizing the same liberty select cycler as before the events.

Manufacturer narrative:
Concomitant products: the liberty cycler set was inadvertently included in the concomitant products, however the liberty select cycler should have been included. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.